Manufacturer narrative:
The customer¿s stated issue of fuse blown was confirmed through internal inspection. Functional testing consisting of test infusions on the source pump module found the device blew a fuse while infusion was taking place. The issue was escalated to ops; however, no irregularities were identified. The issue has been escalated to the component manufacturer where it is believed the issue is with capacitor c3, the investigation is still ongoing. Scar (B)(4) (associate dir# (B)(4)) has been created to address this issue. The pump module was attempted to be used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the customer had issues with a fuse on an internal circuit board in the lvp ¿blowing¿ and preventing the lvp to be able to connect with the pcu. The fuse was replaced and returned to service. It was reported that no patient harm, delay or serious injury had occurred.